Event description:
Related manufacturer report number: 1627487-2022-00356 and 1627487-2022-00357. It was reported that the patient is experiencing pain at the ipg site. As result, the patient may undergo surgical intervention on a later date.

Manufacturer narrative:
Event date is an estimate.

Manufacturer narrative:
A4 - patient weight added. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the patient¿s ipg pocket was revised on (B)(6) 2022 resolving the issue.